Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Customer is being contacted. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an un-resolvable "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.